Event description:
It was reported that the patient was referred for a full revision due to his throat issues. However, when they went to intubate him they identified a large epiglottal cyst. The neurosurgeon cancelled the surgery planned that day as he now believed that the patient's throat issues were related to the cyst and were not related to the vns. The patient was referred to an ent to further assess. No further relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the neck mobility problems were caused by how the lead healed. It was also reported that how the lead healed had caused vocal cord paralysis. It should be noted that the patient began to experience hoarseness approximately two days following the completion of the initial implant surgery. .the surgeon prescribed medrol, an anti-inflammatory steroid, to help with the healing. The patient continued to have hoarseness. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient was referred to the surgeon because the lead appeared to be superficial and it was causing neck mobility problems. Clinic notes indicated that the patient had a painless knot in the neck that wasn¿t able to be palpated. No further relevant information has been received to date .no known relevant surgical intervention has occurred to date.